Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise signals resulting in pacing inhibition, but no asystole; high out of range pacing impedance measurements, measuring greater than 2000 ohms, high thresholds and low amplitudes. In addition it was reported the patient experienced inappropriate shocks due to the oversensing of the noise signals. The boston scientific representative was unsure exactly how many inappropriate shocks the patient received. Subsequently, the patient underwent surgical intervention to address the reported observations. During the surgical procedure, it was found the lead body was fractured distal to the suture ring. The rv lead was successfully explanted and replaced. No additional adverse events reported.

Manufacturer narrative:
Updated verbiage to b5 and h:10 fields to better capture the event, the product investigation analysis and correct spelling mistakes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted only the proximal segment was returned as the lead had been severed approximately 20.5 centimeters (cm) from the terminal end. Testing was completed on the returned segment to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify a fracture of the lead body as was reported from the field; however, based on what was reported from the field, and based on historical data, it is possible this lead became fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise signals resulting in pacing inhibition, but no asystole; high, out-of -range pacing impedance measurements, measuring greater than 2,000 ohms, high thresholds and low amplitude measurements were also reported. In addition it was reported the device implanted with this rv lead delivered inappropriate shocks due to the oversensing of the noise signals. The boston scientific representative was unsure exactly how many inappropriate shocks the patient received. Subsequently, the patient underwent surgical intervention to address the reported observations. During the surgical procedure, it was found the lead body was fractured distal to the suture ring. The rv lead was successfully explanted and replaced. No additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment was returned severed, approximately a 20.5cm segment from the terminal end. Testing was completed on the returned segment to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the allegation from the returned 20.5cm segment, but based on the information provided from the representative, it was determined there was a fracture distal to the suture ring. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise signals resulting in pacing inhibition, but no asystole; high out of range pacing impedance measurements, measuring greater than 2000 ohms, high thresholds and low amplitudes. In addition it was reported the patient experienced inappropriate shocks due to the oversensing of the noise signals. The boston scientific representative was unsure exactly how many inappropriate shocks the patient received. Subsequently, the patient underwent surgical intervention to address the reported observations. During the surgical procedure, it was found the lead body was fractured distal to the suture ring. The rv lead was successfully explanted and replaced. No additional adverse events reported.